Event description:
Customer reported experiencing a past low blood glucose event, although the specific lowest value was not provided, it was displayed as "low." The customer consumed carbohydrates to address the low blood glucose level with the assistance of their partner, who provided juice. Customer was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels.